Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Gross visual examination of the device noted a short fiber on the circumference of the fiber bundle at approximately 150 degrees on the non-cavity ID end of the dialyzer with the dialysate ports at zero degrees. The dialyzer was subjected to a laboratory bubble point test; a leak, observed as a steady flow of bubbles, was identified on the non-cavity ID end (at the location of the short fiber). The dialyzer was then subjected to destructive disassembly which confirmed the short fiber. No other damage or irregularities noted to the complaint device. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath isolated the leak to the location of the short fiber. In addition, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the non-cavity ID end bell housing. As such, the reported complaint of internal blood leak was confirmed.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 150cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.